Event description:
At about 1 year 11 months after the primary, the patient came in presenting knee instability. The surgeon revised the insert 11mm to 14mm insert for stability. The surgery was completed successfully. Several months prior to this revision, the patient fractured her ankle and dislocated her patella.

Manufacturer narrative:
Batch review performed on 20 July 2026 Lot 2002475: (b)(4) items manufactured and released on 14-July-2020. Expiration date: 2025-07-02. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Root cause: The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.